Event description:
It was reported that 30 minutes after a refill visit, the pt began to itch. The hcp was unable to aspirate the catheter access port. The pt was being supplemented with unspecified oral medication. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Add'l info has been requested, a follow-up will be sent if add'l info becomes available.

Manufacturer narrative:
.